Event description:
It was reported an external fluid leak was observed originating from the ¿waste liquid tubing connection¿ of a prismaflex st100 set during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name, e1: initial reporter last name, e1: initial reporter facility name:, e1: initial reporter address: (B)(6), e1: initial reporter city. H10: the actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the provided photographic samples, showed a leak at the effluent pump segment. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.